Event description:
Approximately six months after percutaneous coronary intervention (pci), the patient went into cardiac arrest and died.

Manufacturer narrative:
This patient presented for elective treatment of 1-vessel disease. Percutaneous coronary intervention (pci) was performed on a de novo lesion in the left main trunk of 10mm in length in a 4.5mm vessel diameter. The (b2) lesion was ostial and tortuous. The lesion was pre-dilated with a 2.75x15mm balloon at 12 atmospheres (atm) before deploying a 3.5x13mm cypher stent at 22 atm. Post-dilation was conducted with a 4.0x15mm balloon at 20 atm. Intravascular ultrasound (ivus) was not conducted. Thrombolysis in myocardial infarction (timi) iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 025%. Act was not measured. Intra-procedure medications included heparin 5000 units. Post-procedure medications are not known, but at some point, the patient was started on aspirin 100-150mg/day and ticlopidine hydrochloride 200mg/day. Approximately 6 months later, the patient became unconscious at her home and went into cardiac arrest. The patient was being transported by ambulance and cardiopulmonary resuscitation was performed. The heartbeat recovered once, but the patient's condition did not recover. The patient expired on the same day. Coronary angiography was not conducted so it is unknown if thrombus was present. However, the physician could not deny that it was a thrombotic event. The physician commented that the probable cause of the event might be that the patient had 3-vessel disease and a past history of coronary artery bypass graft (CABG). An autopsy was also not performed. The cause of death listed on the death certificate was sudden death. Please note that this product is not distributed in the united states. However, it is similar to a us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.